Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ipg was functioning as programmed and was replaced per medical judgement

Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The right atrial (ra) lead exhibited high thresholds and the implantable pulse generator (ipg) was unable to pace. A lead impedance warning for high impedances was also noted. The lead was capped and the ipg was explanted, both were replaced. No further patient complications have been reported as a result of this event.